Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement of the implantable cardioverter defibrillator (ICD) , when the physician attempted to insert the torque wrench into the setscrew, the wrench would not fit into the setscrew. The setscrew was eventually removed by taking off the grommet. A new ICD was implanted. No patient complications have been reported as a result of this event.